Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav stablepoint catheter was selected for use. Post procedure during an emergent follow-up, the patient experienced a second-degree atrioventricular (av) block. The patient will undergo a pacemaker implantation at a later date to treat the complication. The issue is ongoing. Catheter is not expected to be returned as it was disposed.